Manufacturer narrative:
The pump has not been returned to animas for evaluation. It was reported that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced hypoglycemia. The patient's wife treated the patient with juice and carbohydrates at 7:30am due to a blood glucose level of 38mg/dl. The patient has reportedly experienced multiple low blood glucose levels during the night and early morning over the last week. Upon review of the pump the time was found to be off by 12 hours, affecting the basal rate. It was reported that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery.